Manufacturer narrative:
Analysis synthesis: review of the provided patient files showed a ventricular loss of capture one day post implantation (on (B)(6) 2024) and the high ventricular threshold (at 4v) measured during the follow-up on (B)(6) 2024. As received, the lead was tested and its fixation mechanism operated as specified. All electrical measurements performed revealed that the inner and outer electrical conductivity were conform to specifications, as well as adequate insulation between electrical lines on each part of the lead. Given that ventricular capture failure occurred one day post implantation, it may be suspected that the lead was insufficiently fixed during implantation and subsequently dislodged (or slightly moved) from its initial position. Lead (micro-)dislodgement likely occurred due to external factor, such as patient physiology, or physician preferred implant site, etc. Lead (micro-)dislodgement is a well-known potential complication associated to such implantable devices that is discussed in the device instructions for use and published literature. This case is retained and utilized for trending purposes. Please refer to the attached report.

Event description:
Reportedly, the lead was placed on the high septum on (B)(6) 2024, with favorable parameters observed on the psa. During the first follow-up on (B)(6), the threshold was above 3v, and despite high outputs, there was intermittent loss of capture. Impedance and sensing remained stable within normal values. X-ray imaging showed no change in the lead's position. On (B)(6), the patient underwent reintervention, during which the high threshold was confirmed using psa (ranging from 2 to 3v at 1 ms and from 3 to 4v at 0.5 ms). The screw was retracted, and the lead was easily extracted, followed by implantation of a new lead.

Event description:
Reportedly, the lead was placed on the high septum on (B)(6) 2024, with favorable parameters observed on the psa. During the first follow-up on (B)(6) 2024, the threshold was above 3v, and despite high outputs, there was intermittent loss of capture. Impedance and sensing remained stable within normal values. X-ray imaging showed no change in the lead's position. On (B)(6) 2024, the patient underwent reintervention, during which the high threshold was confirmed using psa (ranging from 2 to 3v at 1 ms and from 3 to 4v at 0.5 ms). The screw was retracted, and the lead was easily extracted, followed by implantation of a new lead.